Event description:
It was reported during a scheduled catheter exchange, that the distal portion of the catheter had detached and remained in the patient. The physician was unable to locate the detached catheter segment under fluoroscopy and no attempt was made to retrieve the detached segment. Another drainage catheter was successfully placed for continuation of treatment. The detached catheter segment has been passed by normal peristalsis and no patient complications resulted from this event. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the device was recevied in two pieces. The proximal segment of the catheter shaft measured and the string was attached to the catheter 2cm and 2.5cm from the proximal end. A longitudinal fracture was noted at both ends of the 4th drainage holes from the distal end. A split is noted at the 3rd drainage hole. The catheter material is brittle. There is a corrective action (CAPA-vas-020) related to the nature of this event. A lot search was performed and revealed no other complaints to date of this lot number. Additionally, a review of the device history report indicated this device met its specifications. User technique and/or patient anatomy may have contributed to this event. However, the company is unable to determine the exact cause of this event.